Manufacturer narrative:
Block b3: exact date unknown, event occurred two years ago from the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-paddle leads upn: m365sc8336500, model:sc-8336-50, serial: (B)(6), batch: 7010556, UDI: (B)(4).

Event description:
It was reported that the patient underwent a spinal cord stimulation (scs) system explant procedure due to an unknown reason. No further information could be obtained despite good faith efforts.